Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging a power (intermittent power) issue. The patient stated that the pump powered off a week prior to the event due to a battery life issue. The pump reportedly did not emit any ¿low battery¿ alarms and just powered off. There was no indication of damage to the pump and no moisture or corrosion was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: an unexplained power on reset was observed in the black box history. The battery compartment was found to be cracked near the case seal. There was no damage found to the returned battery cap; the battery cap measurements were found to be within specification and secured tightly to the pump with no visible yellow o-ring. The pump was exercised for 24 hours with the returned battery cap with no power issues. No internal moisture was found inside the pump. No damage was found to the power circuit. The reported power issue was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.